Event description:
It was reported that following implant of the right atrial (ra) and right ventricular (rv) leads, the patient experienced pain in response to a pericardial effusion caused by a perforation. Fluid was drained from the patient's chest. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.